Event description:
Information from ae regulatory system: patient xx underwent a right eye vitreous aspiration on (B)(6) 2026, at 9:56 am. After removing the syringe needle cap, the instrument nurse xxx noticed a white foreign matter on the cannula. The nurse immediately put the cap back on and informed the circulating nurse xxx to retain the syringe. Then a new syringe was opened to draw the medication. The surgery was successfully concluded at 10:05 am. Ae report no. (B)(4) call center didn't contact the customer successfully and was not able to acquire the information reported in the ae regulatory system, if there's any update, it will be updated by email. Material code in system: 328421. Sample availability: unknown sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 11th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h4.